Event description:
It was reported that the user received a ¿replace sensor now¿ alert after pairing a dexcom g7 continuous glucose monitor (cgm) to their phone and receiving readings on the dexcom app; the agent determined the sensor code had been entered only in the dexcom app and not in the ilet, and provided education on properly pairing the cgm to the ilet before guiding the user to enter the sensor code and wait for pairing. No adverse clinical symptoms reported. Outcomes included user inconvenience and temporary loss of cgm data to the ilet. User support included customer interview and troubleshooting with education on correct setup. Investigation of this case revealed an incorrect or incomplete pairing process, with no hardware malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user setup error.

Manufacturer narrative:
Initial.